Manufacturer narrative:
Unit had no button response due to flattened dome switches on the esc and act buttons (creased). During visual inspection, the keypad connector on the lcd board was found locked properly. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, and excessive no delivery test or test for motor error alarm due to no button response. Unit had minor scratched display window, cracked battery tube threads, and cracked reservoir tube.

Event description:
The customer reported via phone call, the insulin pump had alarmed motor error but the device was working fine. The customer's blood glucose was 181 mg/dl. Customer sated the device had alarmed motor error shortly after a bolus. Customer then disconnected from the device, rewound, and primed it the device seems fine. Troubleshooting was performed. The drive support cap was normal. The device was exposed to magnetic field. The device did not alarm motor position encoder error. Customer was still advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. The device was returned for analysis.